Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured during filling. The device was being filled with ropivacaine hydrochloride hydrate. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.